Event description:
It was reported that a patient with a neurostimulator that was implanted in 2011 experienced a burning sensation in the rectal area approximately 3 weeks post-surgery. There were 3 reprogramming attempts but the issue was not resolved. The pain increased and the patient was bed ridden. The patient obtained their medical records and it was noted that only one lead was implanted and not the two that they understood were needed. The patient was not informed of this from the physician. Patient outcome was not provided.

Manufacturer narrative:
(B)(4)